Manufacturer narrative:
(B)(4). Date sent: 12/20/2019. Date of event: publication year of 2014. Batch # unk. This report is related to a journal article; therefore, no product will be returned for analysis and the manufacturing records cannot be reviewed as the lot/batch number has not been provided. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Does the author/surgeon believe that the ethicon device caused or contributed to the patient complications mentioned in the article? If yes, please explain.

Event description:
Title: ultrasonic versus standard electric dissection in laparoscopic cholecystectomy in patients with acute calculous cholecystitis, complicated by peritonitis: influence on the postoperative systemic inflammation and immune response. A prospective randomized study authors: federico sista, md; mario schietroma, md; valentina abruzzese, md; zuleyca bianchi, md; francesco carlei, md; giuseppe de santis, md; emanuela marina cecilia, md; beatrice pessia, md; federica piccione, md; and gianfranco amicucci, md citation: journal of laparoendoscopic & advanced surgical techniques volume 24, number 3, 2014; doi: 10.1089/lap.2013.0048. This prospective study compares the acute inflammatory and systematic immune response after laparoscopic cholecystectomy in patients with acute calculous cholecystitis, complicated by peritonitis, performed using either ultrasonic energy or monopolar electrosurgery (elc). From may 2005 to may 2012, 43 patients who showed intraoperatively biliary peritonitis with acute calculous cholecystitis were enrolled in the study in which the patients were randomly divided into two groups: elc group (n=21; female=13, male=8; mean age=58.1 years, age range=38-82 years) and ultrasonic device (uc) group (n=22; female=13, male=9; mean age=57.2 years, age range=31-83 years). During the study period, the ultrasound generator used was the ultracision (ethicon). Reported complication included intraabdominal abscess (n=1). In conclusion, laparoscopic cholecystectomy after biliary peritonitis, conducted by elc, increased the incidence of bacteremia and systemic inflammation compared with the uc group. Early enhanced postoperative systemic inflammation may cause lower transient immunologic defense in the elc group, leading to enhanced sepsis in these patients.

Manufacturer narrative:
(B)(4). Date sent:(B)(6)2020. H10: corrected data = h1 additional information was requested and the following was obtained: what is the exact number of patients who had significant blood loss?1 does the author/surgeon believe that the ethicon device caused or contributed to the patient complications mentioned in the article? If yes, please explain. No upon review of the information provided, it was concluded that this event does not meet the FDA defined criteria for a reportable event and is being considered not reportable.